Event description:
Caller reported cgm error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset by technical support, successfully starting their sensor session without further errors.